Manufacturer narrative:
Initial 2 of 10. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 10 wafers had an off-centered opening. Out of this, 8 wafers were used. She stated that she had experienced a decrease in wear time that she attributed to the opening being off-centered. Her prior wear time was 3-4 days and with these it was 1-2 days. No photo is available at this time.